Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was interrogated and there were episodes of inappropriate automated mode switch (ams) and episodes of atrial noise reversion noted due to noise on the right atrial (ra) lead. There was also variation in the sensing value throughout the last year. The device was reprogrammed to resolve the event and the patient was stable with no consequences.